Event description:
A pt's family member reported that pt's fasttake meter was reading inaccurately low. In 2002 in the morning, pt got a reading of 91mg/dl on their meter. Pt also had bad stomach pains and was throwing up. These symptoms already existed before pt tested on their meter. Their ketones showed positive in the urine. Pt was given 24 units of nph insulin (which is their set amount every morning). Pt was not given any of their regular insulin (sliding scale) "since pt was throwing up a lot". Their family member took pt to the ER "within the next hour". The lab test at the ER was "over 600mg/dl". Pt was admitted to the hosp due to high blood glucose and dka. Pt was placed on IV insulin. 2 days later pt was taken off the IV and may be released to go home. Pt did not have any control solution so a control solution test could not be done to check the meter. The meter was replaced for pt.